Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information available to date. Block b2 date of death: not provided block b3 incident date: not provided. Legal manufacturer: hcs research park - 9900 innovation drive USA wauwatosa, wi 53226.

Event description:
The hospital alleged a fetal death after the clinician did prolonged trouble shooting while a fetal monitor device was in use. It was reported by the hospital that the device did not fail, and it was alleged that the event was caused by use error by the attending nurse. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed. Despite multiple attempts, the end user would not provide further details related to the cause of the fetal demise, however, the end user confirmed that the novii device did not contribute to the adverse event.  The end user indicated that the clinician's actions/proficiency may have been contributing factors to the adverse event.